Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels decreased to 1.9 mmol/l (34.2 mg/dl) and loss consciousness. The patient reported the personal diabetes manager (pdm) suggested incorrect bolus amount resulting in low bg levels. The patient's parents called 911 and the patient was transported to the hospital. The pod was removed and the patient was given dextrose and fluids intravenously. The patient was discharged after 24 hours.